Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he cannot figure out how to set up suspend. The customer's blood glucose was 54 mg/dl. The customer treated with carb intake. The product was not returned for analysis.